Event description:
Customer called to report the pump had a very quiet audible tone. Troubleshooting was performed. The audible tone was very soft. Device was not dropped, bumped, or exposed to moisture.